Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a posterior spinal fusion in the occipital bone treating spine injury. The procedure was successfully completed without surgical delay. It was stated that medical follow-ups showed no issue. On an unknown date in (B)(6) 2021, a halovest was removed from the lesion. On (B)(6) it was found that the screw had been loose. The patient underwent a revision on the same day without further issue and showed recovery. The surgeon evaluated the severity of the event as ¿mild to moderate.¿ no further information is available. Concomitant device reported: unk- rod (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk - screws. This is report 2 of 2 for (B)(4).